Manufacturer narrative:
Corrective h6 (health effect - impact code): f15. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a rupture and capsular contracture, baker grade IV. This record relates to the left side. The device has been explanted.